Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Email - (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician further reported "valve seems fine" observed during surgery. The device has been replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side deflation. Physician further reported "valve seems fine" observed during surgery. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device on the valve bond edge side assessed as unidentified (tear) opening. Additional observations: creases are observed. No further actions are required as the device was implanted.